Manufacturer narrative:
H11: internal complaint reference:(B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a rotator cuff repair procedure, the healicoil suture anchor's head broke during the insertion process. The broken pieces were retrieved from the patient using tweezers. Surgery was completed with a smith and nephew back-up device, used in the originally drilled bone hole. There was surgical delay of less than 30 minutes, and no further complications were reported. The surgeon was satisfied with the surgical outcome.

Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The sutures are still run through the anchor. The anchor and sutures were returned off the device and without any visible defect. The insertion device nose cone, sliding ring, and spring are broken loose from the device. A small piece of orange plastic is also broken and loose. Bio debris is present. Based on the condition of the product material found during visual inspection, no fracture of the implant could be confirmed. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification found that raw material strength requirements and storage requirements are specified, and each lot must be accompanied by a material certificate of analysis. An analysis of the customer provided image found the device next to the packaging. The suture is attached to the device, no breakage is visible in the anchor. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the reported event include an application of unintended or inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.